Manufacturer narrative:
Manufacturing site evaluation is on-going

Event description:
Country of complaint: (B)(6). Initial surgery (device placement) (B)(6) 2015. Patient fell off a pool lounge chair prior to 6 week post op visit. Patient returned to doctor (B)(6) 2015 with complaints of pain. X-ray performed showed a loose screw cap. Patient required additional surgery; (B)(6) 2015 (l) s1 screw was found to be loose and broken. All screw caps were replaced, longer rods were inserted , the bilateral s1 screws and 2 set screws were replaced. Component involved: sw790t / s4 set screw new version / lot number: 52071232.

Manufacturer narrative:
Investigation: used test and analysis equipment: microscope "keyence- vhx 600 d" made a microscopic investigation of the fracture surface. Because of the secondary damage of the surface (friction of the both surfaces against each other) it came to a smooth surface without clear hints for the root cause of the fracture. The rest of the surface looks like the surface of a forced rupture. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the fracture of the screw is most probably patient related. Rational: without further knowledge about the circumstances, we assume, that the fall of the patient caused the breakage of the screw. Corrective action: according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary.